Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic ovarian cyst removal on an unknown date and suture was used. The needle broke when sewing during the procedure. The broken needle was found. Changed to another device to complete the surgery. No additional information could be provided.